Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. It was stated that the nurse attempted to run a bolus after the insulin pump was reconnected, but the customer's blood glucose kept rising. The customer was disconnected and a bolus was delivered, but a minimum amount of insulin did exit. It was stated that the customer believes that the insulin pump might have been malfunctioning and a replacement of the insulin pump was requested. No further info was provided.